Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv2466 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient with hodgkin's lymphoma underwent chemotherapy by IV infusion of 100ml 0.9% sodium chloride injection + gemcitabine hydrochloride 1.68g / qd, 500ml 0.9 sodium chloride injection + cis-platinum injection 40mg/qd through the implanted groshong nxt PICC catheter from (B)(6) 2019. On (B)(6) 2019, swelling and pain developed in the part of the upper arm around 7cm from the catheter placement site. Ultrasound indicated soft tissue thickening and thrombosis.